Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a software anomaly. No intervention was performed, and the patient's status was unknown. Additional information was requested but not received.

Event description:
Additional information received indicated that programming changes were made to resolve the issue. The patient was stable.